Manufacturer narrative:
The top case assembly was returned for failure investigation. The reported symptom could not be duplicated, but a different symptom was observed. Upon initial inspection, the fan cable was observed to be damaged. The case assembly connected to a ht70 test ventilator. All membrane switches functioned properly and within specifications and passed all tests. The evaluation isolated the failure to the damaged fan cable but did not determine a cause; the failure was not related to the reported event. No corrective actions were initiated because no cause was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date mfg rec should have been reported as 2017-09-22. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) found the ¿ac power loss/ shutdown alarm test¿ was failing. These replaced top case assy and updated the membrane overlays. The se performed all calibrations and testing, the unit operates within manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator had ac power loss/ shutdown alarm test failing and non-functional top membrane and rig ht-side membrane. The ventilator was not in use on a patient at the time of the reported event.